Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a false dose issue with inpen as they dosed 12. 5 units but the inpen registered/logged only 7.5 units. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-105nnblna will be returned for analysis.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 14u, 13u, 14u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy using the frm-00153 final inspection data sheet. However, inaccurate doses were transfer to mobile app. Inpen passed dialing alignment using dose knob zero alignment gage. Performed battery investigation and measured 3.033v. Performed electrical investigation. During deconstructive analysis, corroded flex pcba gold traces were noted not making electrical connection to produce consistent encoder pulses. Inpen passed front cap investigation. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Electrical investigation demonstrated corroded flex pcba gold traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.